Event description:
It was reported that a user experienced intermittent communication failure between a dexcom g7 sensor and the ilet, including a sensor reconnecting alert after approximately 30 minutes of signal loss and a subsequent replace sensor now alert that prevented cgm readings from being used in the ilet; pairing to the ilet reportedly failed while the dexcom app also lost signal, and the user noted a glucose of 229¿222 mg/dl following a meal. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between systems associated with an electrical and magnetic component, with antenna involvement, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.